Event description:
Customer found a leak under the analyzer on the floor. The leak was not in a walkway but was on the floor in front of the instrument. No operators were harmed and there were no patient results affected by this leak.

Manufacturer narrative:
The field service rep determined a crack in the vessel and tubing caused the fluidics failure. He replaced the vessel and tubing as well as corroded valve. The field service rep verified the instrument operates without leaking by performing mechanical checks. The customer reported no further events related to this issue.